Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) feature. Pacing impedance measurements were noted to be 280 ohm in unipolar configuration. The device was noted to be nearing elective replacement indicator (eri). Lead replacement will be considered during device replacement. No adverse patient effects were reported. This product remains implanted and in service.